Manufacturer narrative:
The customer stated that the instrument has been exchanged for a new unit and has been received. The cause for this event is unknown.

Event description:
The customer reported smoke coming out of the clinitek status+. There was no report of injury due to this event.

Manufacturer narrative:
The instrument was received for investigation. The failure was reproduced and was attributed to a failure of d16 on main pcb. The d16 is the overvoltage protector diode, which blows if the voltage applied to the instrument is too high. Testing showed the returned power supply was functioning as expected.